Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for sodium (na) on a cobas 6000 c501 module. Patient 1 initial results from the c501 module were 110 mmol/l and 109 mmol/l. The sample was repeated on a c8000 system with results of 129 mmol/l and 133 mmol/l. On 03-jul-2024 patient 2 initial results from the c501 module were 123 mmol/l, 123 mmol/l, 120 mmol/l, and 119 mmol/l. The sample was repeated on a c8000 system with results of 139 mmol/l and 140 mmol/l. The initial results from the c501 module were reported outside of the laboratory. Amended reports were issued following the repeat testing with the correct results from the c8000 system.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. For the c501 module: the investigation did not identify a product problem. It was found that the aliquot head on the cobas p 612 pre-analytical system was leaking and diluting the aliquot tubes. Investigations determined an issue with the syringe caused the dilution. Product labeling advises customers to check for leakage, absence of drop formation, and the correct liquid dispense at the pipetting unit.